Event description:
Customer reported discrepant results with the neumodx sars-cov-2 on the neumodx 96 molecular system.

Manufacturer narrative:
No adverse outcome was reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.